Event description:
Customer reported an issue with their insulin pump, stating that the cartridge seemed to run out of insulin much sooner than expected, leading to an accidental insulin delivery while the tubing was connected to their body. As a result, the customer experienced low blood glucose levels. A review of the logs by customer technical support showed that automated boluses were given appropriately when blood glucose levels were above 180 mg/dl, and insulin delivery was halted when levels dropped below 70 mg/dl. The customer had to change equipment overnight due to these alerts, which left them overtired.